Manufacturer narrative:
The analysis result found that the device was received in good optical condition and a piece of the bur was stuck in the collet; visually, the inner shaft was broken which would have resulted in the reported event. The hub bushing was rough and worn. Functional testing could not be performed due to the broken state of the device, there was an out of specification condition that was related to the complaint due to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was broken. No patient impact. No further information available.